Event description:
The patient experienced stimulation in the wrong location. The stimulation has been zapping him in the stomach and it supposed to be for his legs. This was noticed 3-4 days ago and he met a company representative for reprogramming; however, the settings did not appear to be holding. He did turn the stimulation off because he started to feel nauseated, but then his initial pain comes back. There have been no falls or trauma. He does have an appointment tomorrow with his doctor, but wanted to be seen today. The patient¿s health care provider (hcp) reported on (B)(6) 2014 that there was no event. There were no impedance issues. No hospitalization was required. No intervention required. The patient outcome was noted as no injury. It was noted that there was not an adverse event. The patient was complaining of ¿typical¿ device paresthesia.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).